Event description:
A pt reported blood glucose results of 4.8 mmol/l, 5.7 mmol/l and 3.3 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.